Event description:
Procedure: hysterectomy. Description of event or complaint: dr. Was closing vaginal cuff when vloc needle broke in half. They are wanting to know if they have a bad lot of needles. List any other products used with device: vloc reload on endo stitch also being returned. Additional information requested via email please follow-up with the account and discover if the needle fragment fell into the patient cavity and if so, was the fragment retrieved? Was an x-ray taken in order to locate the fragment?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).